Manufacturer narrative:
Patient weight not available for reporting. This report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Part is either 04.214.112 or 04.214.113. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device was not returned for evaluation, and the complaint condition of broken: intraoperatively was not able to be confirmed. A review of the device history record was unable to be performed since the lot number was unknown. Although the screw part number was unknown, it was likely belonging to the screw family 04.214.104 - 04.214.124. Drawing 04_214_104.drw revision a for the device was reviewed and no drawing issues or discrepancies were noted. The complaint cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a metacarpal fracture repair of two (2) broken bones, three (3) t4 stardrive screwdriver shafts were noted to warp and twist while inserting four (4) titanium screws into a titanium plate. Reportedly, the first titanium variable angle (va) phalangeal base plate and an unknown number of screws were successfully implanted in one of the broken bones. When trying to implant the second titanium va phalangeal base plate, two (2) 1.5mm titanium cortex screws (12mm length) and two (2) 1.5mm titanium cortex screws (13mm lengths) were stripped due to the warping and twisting of the screwdriver shafts. It was additionally reported that one (1) of the stripped screws (it is unknown which length) broke off in the bone. The head of the screw was retained in the screwdriver shaft, while the shaft of the screw was embedded in the bone. There were no loose fragments in the surgical field. The surgeon was able to see the shaft with the naked eye and was able to clamp the shaft with a competitor¿s clamp, twisting the screw until it was successfully removed from the bone. The surgeon then discarded the three (3) stripped screws, the one (1) stripped and broken screw shaft and screw head and the va phalangeal base plate. He swapped out the titanium devices for a 1.5mm stainless steel variable angle condylar plate, four (4) 1.5mm stainless steel cortex screws, and two (2) 1.5mm stainless steel va locking screws. These were successfully implanted in the second or the third metacarpal using the final t4 screwdriver shaft in the set. The surgery was delayed for ten minutes while the surgeon removed the broken screw shaft. There was no additional medical intervention required. The patient was reported to be stable at the end of the procedure. Concomitant devices reported: titanium va phalangeal base plate (part 04.130.254, lot number unknown, quantity 1), competitor¿s clamp (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown cortex screw, part number either 04.214.112 or 04.214.113. This is report 1 of 1 for (B)(4).